Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting their orthopat machine was making noise when it was turned on. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device confirmed a major blood spill. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). This report is not an admission that the device caused or contributed to the reportable event identified in this complaint. Haemonetics (B)(4).